Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Dr. Report: "I would like to inform you of the wear (breakage) of the femoral stem neck of the abg prosthesis. Code: how / ost 4845-0205 abg ii femoral stem left. The patient had to undergo a prosthetic replacement surgery - on (B)(6) 2020."

Manufacturer narrative:
An event regarding crack/fracture of an abgii stem involving an unknown head was reported. Conclusion: based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. The stem was revised due to crack/fracture. Revision surgery of hip is often complex and there is usually significant scarring or ectopic bone (mainly in the hip) resulting in joint stiffness and therefore exposure is more difficult. Adequate surgical exposure for access to the joint space is then critical for the success of the procedure. Tibial bearing or hip liner including femoral head "block" access to the joint space and therefore with almost any revision surgery for whatever reason, these components are removed, the more so because they are usually modular and removal is easy and straightforward. A full investigation is completed on the abgii stem. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Dr. Report: "I would like to inform you of the wear (breakage) of the femoral stem neck of the abg prosthesis. Code: how / ost 4845-0205 abg ii femoral stem left. The patient had to undergo a prosthetic replacement surgery - on (B)(6)2020".

Event description:
Dr. Report: "I would like to inform you of the wear (breakage) of the femoral stem neck of the abg prosthesis. Code: how / ost 4845-0205 abg ii femoral stem left. The patient had to undergo a prosthetic replacement surgery - on (B)(6) 2020."

Manufacturer narrative:
Reported event: an event regarding revision for unspecified reasons involving an unknown head was reported. The event was not confirmed. Method & results: device evaluation and results: no product was returned for evaluation however, photographs were provided. The photograph shows an unknown head. The device appears unremarkable. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion: no product was returned for evaluation however, photographs were provided. The photograph shows an unknown head. The device appears unremarkable. The event cannot be confirmed as insufficient information was provided. Further information such as device identification and return, operative reports, progress notes and x-rays are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.